Event description:
The article, "applying the 2025 esc/eacts recommendations for the treatment of severe tricuspid regurgitation to real-world practice", was reviewed. This research article is a retrospective multicenter experience to evaluate clinical and symptomatic outcomes in "optimal medical therapy (omt) candidate" patients. The devices included in the study were mitraclip, triclip, and pascal. The article concluded that tricuspid-transcatheter edge-to-edge repair (t-teer) may provide symptomatic benefit in selected high-risk patients with severe left ventricular dysfunction (lvd), right ventricular dysfunction (rvd) or precapillary pulmonary hypertension (pcph). [The primary and corresponding author was jörg hausleiter, medizinische klinik und poliklinik I, lmu klinikum, lmu münchen, marchioninistrasse 15, 81377 münchen, germany. E-mail: joerg.hausleiter@ med.uni-muenchen.de.]. This study included patients underwent t-teer. A total of 1626 patients were included in the study, of which 55.5% (822) patients received an abbott device. The median age was 80 years. The majority gender was female. Comorbidities included edema, ascites, atrial fibrillation/flutter, dyslipidemia, coronary artery disease, arterial hypertension, stroke/transient ischemic attack, diabetes mellitus, chronic obstructive pulmonary disease, heart failure, mitral regurgitation, and tricuspid regurgitation.

Manufacturer narrative:
Summarized patient outcomes/complications of triclip were reported in a research article in a subject population with multiple co-morbidities including edema, ascites, atrial fibrillation/flutter, dyslipidemia, coronary artery disease, arterial hypertension, stroke/transient ischemic attack, diabetes mellitus, chronic obstructive pulmonary disease, heart failure, mitral regurgitation, and tricuspid regurgitation. Complications reported included heart failure, tricuspid regurgitation, dyspnea, hospitalization/prolonged-hospitalization, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: applying the 2025 esc/eacts recommendations for the treatment of severe tricuspid regurgitation to real-world practice b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.